Event description:
During review of the vns patient¿s programming history on (B)(6) 2013 it was observed that on (B)(6) 2008 a faulted system diagnostics test occurred that changed the patient¿s settings. Although some of the settings were corrected prior to the patient leaving the office visit, the magnet output and on time were not corrected until one of the patient¿s following visits. No adverse events were reported to have occurred due to this programming anomaly.

Manufacturer narrative:
Analysis of programming history.